Manufacturer narrative:
.

Event description:
It was reported that the patient's device settings were different than what were programmed at the last visit. The physician was unsure of what happened. It was reported that an increase in seizures prompted the office visit and that the device was found programmed off. The settings found were indicative of a faulted diagnostics test. Device programming history has been requested, but has not been received to date.